Event description:
It was reported that the display of the external pulse generator (epg) was missing segments. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the board connector cables were misaligned. It was also noted that the upper and lower cases were broken, the battery release, ring cover, battery drawer, heart block and the heart wire contacts were contaminated, the side bail covers were broken, the lead flex cover and battery flex were corroded, the battery contacts were compressed and contaminated, the ring bail was bent, the keyboard was scratched and delaminating, the main printed circuit board (pcb) was out of electrical specification and the battery drawer o-ring was missing. Further analysis was performed on the main pcb. This analysis found that the main pcb was out of specification and failed battery removal failure testing because of a capacitor component failure. (B)(4).